Event description:
It was reported to boston scientific corporation that an ultraflex tracheobronchial stent was used during a stent placement procedure in the left main stem bronchus, performed on (B)(6), 2010. According to the complainant, while attempting to deploy the stent, the deployment suture thread caught twice and made it difficult to release the stent. Subsequently, the stent was deployed to the wrong anatomy location. The physician was able to move the fully deployed stent with forceps to the correct location. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "fine". Additional information was received: the patient had lung cancer with a stricture in the left main stem bronchi. During attempted deployment of the stent, there was bowing of the catheter.

Event description:
It was reported to boston scientific corporation that an ultraflex tracheobronchial stent was used during a stent placement procedure in the left main stem bronchus, performed on (B)(6), 2010. According to the complainant, while attempting to deploy the stent, the deployment suture thread caught twice and made it difficult to release the stent. Subsequently, the stent was deployed to the wrong anatomy location. The physician was able to move the fully deployed stent with forceps to the correct location. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "fine". Additional information was received: the patient had lung cancer with a stricture in the left main stem bronchi. During attempted deployment of the stent, there was bowing of the catheter.

Event description:
It was reported to boston scientific corporation that an ultraflex tracheobronchial stent was used during a stent placement procedure in the left main stem bronchus, performed on (B)(6), 2010. According to the complainant, while attempting to deploy the stent, the deployment suture thread caught twice and made it difficult to release the stent. Subsequently, the stent was deployed to the wrong anatomy location. The physician was able to move the fully deployed stent with forceps to the correct location. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "fine".

Manufacturer narrative:
All that was returned for analysis was the delivery system. The stent had been deployed from the device and was not returned. A visual examination of the shaft found that it was kinked proximal to where the stent would have been crocheted. Based on the condition of the returned device, the most probable root cause is operational context. A review of the device history record (DHR) was performed; no anomalies were noted that could be related to this complaint. A review of complaint history for the reported lot number was performed and concluded there were no other complaints reported for this lot. A labeling review was performed, and from the information available this device was used per the directions for use (dfu) / product label.

Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.